Event description:
Medtronic received information that this bioprosthetic valve, implanted 20 months was explanted due to stenosis.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly still but flexible except where mineralization filled the outflow of the left cusp and host tissue overgrowth extended on the inflow. Moderate tissue deterioration through the free margin of the right cusp adjacent to the left right commissure appeared to be associated with mineralization. A tear was noted through the margin of attachment along the non-coronary left commissural attachment which appeared to be due to mineralization. Tissue deterioration associated with mineralization was noted in the non-coronary left commissure. Thick glistening off-white pannus extended 1 to 3.5 mm onto the inflow of all cusps, significantly reducing the inflow orifice area. Pannus extended along the outflow rail adjacent to the right cusp, over to the outflow margin of attachment and slightly onto the tissue, extending to the left right commissural attachment, encompassing the leaflets, restricting leaflet movement. Radiography shows extensive mineralization in the belly of the left cusp and trace to moderate mineralization in all commissures. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.